Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". Concomitant products included hydrochlorothiazide and lisinopril. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") with vaginal discharge, migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), weight decreased ("weight loss") and alopecia ("hair loss"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, headache, tooth disorder, weight decreased and alopecia outcome was unknown. The reporter considered alopecia, cystitis, genital haemorrhage, headache, menorrhagia, migraine, perforation, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: concomitant medication and events (abnormal bleeding (general), hysterectomy (full), abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type:, migraines / headaches, dental problems, pain, vaginal discharge, weight gain / loss specify which one: weight loss, hair loss), she did not undergo an essure confirmation test) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery ( to remove the essure implant). Essure was removed. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.